Event description:
Consumer reported no osseointegration, consumer also reported inadequate bone quality, bone quantity.

Manufacturer narrative:
Consumer reported no osseointegration, consumer also reported inadequate bone quality, bone quantity.